Event description:
It was reported that during an unknown time, when the skin went through the mesher it came out bent. It is unknown if there was patient impact or delay. Due diligence is complete as no additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: canada.